Event description:
It was reported patient lost effective therapy due to the l5 drg lead has high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: health effect - impact code added.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025, wherein the lead was partially explanted. Surgical intervention may be undertaken again to remove the remaining of the lead.